Manufacturer narrative:
MFR. Report no. 2648035-2014-00215 identified as follow-up no. 2 (providing additional information from the physician) is being corrected to follow-up no. 1. Placeholder.

Event description:
It was reported that the physician removed and replaced the model pcb00 21.5 diopter lens within the same procedure because of a crease or mark at the haptic optic junction. It was stated that there was no significant delay. The surgery just took a little longer while the surgeon swapped out the lens. The serial number is unknown. It was stated that the incision was enlarged to facilitate the explant. No further information was provided.

Manufacturer narrative:
Expiration date: 11/14/2016. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Gender: unknown. Serial number unknown. Expiration date is unknown because the serial number was not provided. Initial reporter: telephone number: (B)(6). (B)(4). Device manufacture date: unknown (because the serial number was not provided, the manufacture date is unknown). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the pcb00 unit was received and visually inspected at 18¿ distance with unaided eye. Visual inspection revealed that the sample was not received in its original package. In addition the pcb00 unit was visually inspected under a microscope. Residues of viscoelastic solution were observed on the cartridge tip, tube and loading zone areas. The plunger was observed already screwed in the preloaded insertion system. Therefore, the pushrod was observed passed through the cartridge. Also, no assembly error and/or defect related to the manufacturing process were observed in the preloaded insertion system. Visual evaluation of the returned lens revealed surface residuals (fiber/particles) that could be related to the handling the lens in a non-sterile environment. The lens was returned cut into three pieces; this condition is related to the handling during the explant process. The complaint for cosmetic (crease or mark at the haptic junction) was not verified. No defects related to the manufacturing process were observed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Correction: catalog number: added pcb0000215. Expiration date: added 11/14/2016. Serial number: added (B)(4). Device MFR date: added 11/14/2013. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow-up information provided by the physician indicated that he inserted the lens and removed it without complications adding about 5 (five) minutes to the case without complication. There was no posterior chamber (pc) loss, no vitrectomy, and no enlargement of incision. Placeholder.